Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases flat and wear abrasion leak test and microscopic analysis was performed which identified: device no leak. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: no leak was observed in the device. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Device was explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.